Event description:
During the procedure, it was reported the physician could not detach the implant coil with the instant detacher or with manual methods (an alternative detachment method presented in the instructions for use). Upon removal of the microcatheter and coil, the implant coil was found to be detached. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).